Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have a broken molded insulator on the lower jaw. The broken piece measured approximately 2.63mm x 8.06mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent.

Event description:
It was reported that during a da vinci-assisted surgical procedure, half of the jaw of the fenestrated bipolar forceps fell off into the patient at the start of use. A fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Additional information: additional investigation found torsion on the grip base, that was associated with the broken molded insulator. The grip base was inspected and when viewed looking at the grip tip towards the base, the grip base associated with the jaw with the broken molded insulator appears to exhibit torsion.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 24-jun-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "during a single port robot prostatectomy, we had an instrument break while inside the patient. All pieces of the fenestrated bipolar instrument were collected and sent to surgical solutions. Staff from surgical solutions was notified. I also called the intuitive robot representative, and emi." Patient demographics updated per details provided on regulatory report.